Event description:
Tricumed has made an implantable infusion pump, the lenus pro, for the treatment of severe pulmonary hypertension. Before this pump, the medication "remodulin" was admitted with a pump and a subcutaneous needle, like an insulin pump. Remodulin is very aggressive so patients like me are in chronic pain and have serious infection reaction to the remodulin. So when tricumed was handing out those lenus pro pumps for free, I was so happy. One surgery, and after that, refill it once every 4 weeks. No more pain and a pump on your belt, etc. Well, one surgery became six but I will come to that later. After a while with the refill the amount of what was left in the pump decreased indicating that the pump was running faster which shouldn't be the case. My fellow patients had the same problem. The pulmonary hypertension team reported those findings to tricumed and at first they whipped it off the cable but more and more complaints came in and finally they admitted that one part in the lenus pro pump was slowly dissolved. And they stopped the product to fix it. But I have a faulty thins in me and I fill my pump every three weeks now and left over is still decreasing. I live in (B)(6) and I have to go to the (B)(6), 2 hours to and 2 hours back. It costs me a whole day. I sent an email to tricumed asking how and what and that I want to see the corrosion reports because I am angry and scared. But till now no answer or apology. So the warning is do not accept the lenus pro. That I am angrier than most patients is that tricumed said that surgery was not hard and the only complications were some fluid around the pump. The morning after the operation I woke up unable to speak and move my right. Big stroke and internal bleeding so 2 days, operation 2. Then it was still bleeding but my docs wanted to end by itself which it did but the next refill there was so may old blood which is an all you can eat buffet for bacteria, so operation 3. After that, all seemed right but then my scar almost ripped open, so operation 4. Heavy bleeding so straight back to operating room - surgery 5. Again bleeding so 2 days later, surgery 6. I realize that was not directly caused by indirectly by the pump I sent you my story. Maybe you can check it out. I have permanent brain damage and I am very concerned for my health by this lenus pro pump in me. A fellow patient had a really faulty pump. She got an overdose and ended in intensive care. They say it is not related but I doubt it. I hope my story is useful. Sincerely, (B)(6).